Event description:
Pt reported 3 defective ms3 cartridges. Pt stated the cartridges were not good to use and cheap materials. Pt did not miss a dose. No side effects were reported due to defective cartridges. Pt is discarding cartridges, so they will not be available for return to the manufacturer. Product expiration date: 10/08/2024. Pt was unable to provided product lot number. Unknown if specialist is aware. No additional information available. Did the pt miss a dose or experience an adverse event as a result of the defective product? No; defective product lot number and expiration date; exp date: 10/08/2024, pt was unable to provide product lot number. Does the pt have the defective product on hand for possible return to the MFR? No; pt stated he will discard them. Reported to cvs/caremark by pt/caregiver. Reference report: mw5146981, mw5146983.